Event description:
The customer reported that due to the one touch basic meter not powering on, customer was unable to test, resulting in treatment by the doctor. Customer reports not experiencing any symptoms. No other information was provided.